Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) only lasted 7 years and needed to be replaced. They were not told why the longevity was less than 9 years or the device would have been returned to the manufacturer for analysis. The patient stated that they had to wait 7 weeks before it could be replaced but noted that during those 7 weeks the device depleted. No overdischarge (od) was reported. There were no falls or trauma reported related to the issue. The indications for use for the implanted device were noted spinal pain and post lumbar laminectomy syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
The initial MDR submitted (3004209178-2016-10380) should read as follows: "the patient stated that they had to wait 7 weeks before it could be replaced but did not report that during those 7 weeks the device depleted." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer¿s reports # 3004209178-2016-02805 for the patient¿s infection issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.